Manufacturer narrative:
Continuation of medical devices: product ID 37761, serial# (B)(4), product type recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #:(B)(4), (B)(4) apply to desktop charger. Device code (B)(4) apply to implantable neurostimulator (ins). Fdc applies to implantable neurostimulator (ins). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the recharger battery was dead because patient couldn¿t get the recharger to charge at all, therefore she couldn¿t charge her ins. It was stated the recharger wouldn¿t charge because the connector pin was loose. Patient mentioned last time she charged her ins was about a month ago. It was noted the ac adaptor connector pin loosed. On (B)(6) 2018, patient stated she was sent a wrong part, and she discovered the old desktop charger connector pin was stuck inside the ins recharger (insr) port. Patient recently had hand surgery and could not remove the broken pin. No further complication and no symptoms were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.